Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking plate (less invasive stabilization system)/ quantity/unknown lot. Unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: m. Lill et al (2015). Does mipo of fractures of the distal femur result in more rotational malalignment than orif? A retrospective study., european journal of trauma and emergency surgery, 1-8. Austria and sweden. A retrospective study of 20 patients (4 female, 16 male); 10 who had a mipo (minimally invasive plate osteosynthesis) of a distal femur fracture and 10 who had orif (open reduction internal fixation) using a locking plate (less invasive stabilization system), mean age of 44.8 (19-71 years old). The intent of the study was to determine if there was a significant difference between the two procedures and post operative rotational malalignment. Mean follow up time was 53 months. Of the 10 patients treated with orif, two (2) needed bone grafting but no change of implant, an unknown number of patients were found to have a limb length discrepancy, an unknown number of patients were found to have a malrotational malalignment of more than 10 degrees, and an unknown number of patients reported pain. This is report 1 of 2 for (B)(4). This report is for an unknown locking plate (less invasive stabilization system) a copy of the literature article (or abstract) is being submitted with this medwatch. This report is for an unknown locking plate (less invasive stabilization system) and refers to the two (2) patients who were found to have a malrotational malalignment of more than 10 degrees, and an unknown number of patients reported pain which is also the same as the determination tree.